Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was a percutaneous intervention treating a mildly tortuous, left anterior descending (lad), moderately calcified lesion. The nc trek advanced to the lesion without a device issue. Inflation was attempted, however, the balloon completely failed to inflate. The device was removed without issue and another nc trek was successfully used in replacement. There were no adverse patient effects. There was no clinically significant delay reported. No additional information was provided regarding this issue.

Manufacturer narrative:
Internal file number - (B)(4). If follow-up, what type correction: device evaluated by MFR - it was initially reported that the device would be returned for analysis. Subsequent information revealed that the device was discarded and is not available for evaluation. The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported inflation issue. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of this device.